Manufacturer narrative:
Product complaint pc-(B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The excel t-handle was attached to the corkscrew and while removing the femoral head the torque put on the t-handle broke the mechanism that keeps the t-handle and corkscrew attached. A single piece of metal was broken off, but was retrieved. No harm to the patient occurred and the broken instrument had no damage to the outcome of the case. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.